Manufacturer narrative:
The reported issue was not confirmed. Pump event history log showed multiple upstream occlusion alerts. Due to the upstream occlusion presence in the event log, forceps were clamped onto the tubing during this testing to trigger upstream occlusion alert and then pump was able to successfully sense pressure relief and resume infusion when forceps were unclamped. In order to test for flow rate, the pump was programmed for two 24hr infusions. The infusions yielded flow rate accuracy of -4.88% and -4.34% respectively, which are both within specification. The test was completed on 09/10/2019.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00038).

Manufacturer narrative:
Infutronixl is waiting for the arrival of the affected pump to perform the investigation.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a flow rate issue of the pump. A user facility representative contacted the distributor stating that "we had two of the new pumps that were started in fay on wednesday and the patients have come in today with the pumps reading as if the infusion was completed but the bags had fluid left in it. One of them had 25ml left and the other had 88ml left (both out of 100 ml)." This MDR documents the device which under infused by 25 ml. A patient was involved, but there was no harm. The device operator was a registered nurse.